Event description:
The customer reported "when turning on the unit the power up screen comes on but doesn't go anywhere from there." The system would not complete boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.